Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation, therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the reported information and the inspection criteria, there does not appear to be any product quality deficiency.